Manufacturer narrative:
Additional information received on 11 april 2017 and includes: the pathogen is unknown. Batch review performed on 24 april 2017. Lot 156337: (B)(4) items manufactured and released on 15 january 2016. Expiration date: 2020-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to sign of infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.